Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -12.00/1.5/094 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was removed due to high vault causing pain and high pressure. A replacement lens of shorter length was later implanted on the same date and the problem resolved.